Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4+. The pre-procedure mean pressure gradient was 5mmhg. The clip delivery system (cds) was advanced to the mitral valve and implanted on a2/p2, reducing mr to 1+ and the mean pressure gradient increased to 6mmhg. The patients¿ blood pressure dropped, and medication was given. Two days following the procedure, on 10/1/2020; while the patient was still hospitalized from the initial procedure, echocardiogram was performed showing the patient's mr increased to 3-4. The clip was stable on both leaflets but had shifted to a1/p1. On (B)(6) 2020, the mean pressure gradient was 5mmhg. One clip was implanted, and mr was reduced to 1+. Post procedure mean pressure gradient was 5mmhg. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral regurgitation (mr), hypotension and mitral stenosis as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported partial clip movement could not be determined in this case. The reported patient effects of mr, hypotension and mitral stenosis appear to be cascading effects/ procedural conditions of the partial clip movement. Additional therapy / non-surgical treatment, and hospitalization are case specific circumstances as patient was hospitalized and one clip was implanted, and mr was reduced to 1+. Additionally, treatment with medication is also a case specific circumstance as when the patients¿ blood pressure dropped, medication was given. There is no indication of a product issue with respect to manufacture, design or labeling.